Event description:
This device was explanted on (B)(6) 2012 due to pacing system infection and debridement of the pacemaker pocket. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information added. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).